Manufacturer narrative:
Analysis found that the handpiece was not working at all. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device did not rotate and overheated during an endoscopic sinus surgery procedure about 5 minutes after starting to work. A backup device was used. There was no intervention or delay. There was no patient impact.